Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow and low speed alarms, which appeared to be consistent with rotor instability. A specific cause for the rotor instability could not be conclusively determined through this evaluation. The controller event log file contained events from 30dec2024 through 01jan2025. On (B)(6) 2024, low flow and low speed advisory alarms were captured, associated with elevated motor power and estimated flow parameters. A pump reset was requested by the controller, which has software version 1.7.0. The events appeared to be a result of rotor instability. The requested pump reset resolved the rotor instability event, as intended by design. No other notable events or alarms were captured. A corrective action has been implemented for heartmate 3 rotor instability. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. Incidental findings: review of the submitted log files revealed that the low flow alarms, low speed alarms, and elevated pump parameters on (B)(6) 2025 were consistent with rotor instability. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) outlines system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. Section 7 "alarms and troubleshooting" describes alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" includes a list of alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was treated with a heparin drip with a ptt goal of 50-60. A computed tomography (CT) scan was performed on (B)(6) 2025 with no evidence of obstructions or thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms (flow 7.8, speed 2550, power 6.3, pulsatility index (pi) 8.9) at 20:18 on (B)(6) 2024 followed by low flow and low speed alarm (flow 14.3, speed 3050, power 9.7, pi 10.9) and another low flow alarm (flow 0.2, speed 5100, power 21, pi 0) at 20:19. The patient was asymptomatic. Log files were submitted for review and confirmed the events. It was noted that this trend in pump parameters may indicate pump ingestion.